Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt went into surgery for prophylactic generator replacement. The surgeon did not do a system diagnostic test on the old generator, but when he did a system diagnostic test on the new generator, it showed high lead impedance. The surgeon irrigated the nerve and reinserted the pin, but still got high impedance. The surgeon did a generator diagnostic on the new generator, which tested okay. The pt had not consented for a lead revision, so the new generator was left in the pt attached to the old leads and a lead revision surgery will be scheduled at a later date. Clinic notes from neurologist note that a diagnostic test was done in (B) (6)2009 resulting in high impedance and the neurologist felt that due to this, the generator needed to be replaced. However, these diagnostic results generally indicate a lead problem. Attempts for further info have been unsuccessful to date. Revision surgery is planned, but has not occurred to date.